Event description:
It was reported that the pump shut off after low power alerts and shut off alarm were received. After approximately 4 hours, customer proceeded to charge pump battery. Customer's blood glucose (bg) was 28 mmol/l and ketone level was high. Customer was vomiting. Customer delivered a bolus via the pump and administered insulin pen injections to address bg. Ambulance was called and customer was transported to the emergency room and subsequently, was admitted to the hospital. Healthcare provider identified ketones as being dangerous. Customer was treated with intravenous fluids of saline and insulin. High bg and ketones resolved with no permanent injury. Customer resumed pump therapy and "everything" worked as it should. Customer was discharged on (B)(6) 2026. Technical support performed a pump system check. No issues were identified with the cartridge, insulin or infusion set tubing/cannula. The pump settings for sound volume had been set to high. Technical support educated and informed the user the importance of charging her pump regularly and that the pump was functioning according to specification. The user understood and acknowledged.

Manufacturer narrative:
Per the tandem user guide: tandem diabetes care recommends that you periodically check the battery level indicator, charge the pump for a short period of time every day (10 to 15 minutes), and avoid frequent full discharges.